Manufacturer narrative:
.

Event description:
Additional information was provided from a returned patient verification form documenting that the patient passed away on (B)(6). The cause of death was not provided. The field representative was contacted and was not aware of the patient's death, but did confirm the infection cleared before the new system was implanted and that the re-implant procedure was uneventful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with a cardiac resynchronization therapy pacemaker (crt-p) system developed an infection two days post-implant. The system was removed on (B)(6) 2017. The patient was treated for the infection and a new system was implanted on (B)(6).